Event description:
It was reported patient presented with a history of pocket hematoma that got infected noted in clinic follow-up. Pocket infection was noted by pus seepage swelling, hot and red pocket. Infection is believed to be procedure related. The hematoma was treated with applied pressure and ice. Infection was treated with system explant, cleaning of pocket and IV antibiotics. A new system was replaced except for the left ventricular lead. Patient was recovering post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.